Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shoes the instrument was installed on the system 5 times and fired 4 reloads (2 blue, followed by 2 white). On the first install, the stapler failed to engage with the system. System logs show error code 22020, with parameters of the error indicating that the wrist pitch axis failed to engage. On installs 2 and 4, the first clamp was successful, and the firings were completed with 1 pause for compression on each. On installs 3 and 5, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional errors in the system logs pertaining to this stapler.

Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient experienced staple line bleeding despite no intra-operative malfunctions. The patient¿s hospitalization was extended to monitor hemoglobin levels which had fallen from 12.9 preoperatively to 9.8 on post-operative day (pod) 1 and 8.5 on pod 2. There was no other reported medical intervention provided due to the bleeding.